Event description:
Doctor noted that patient had a left middle cerebral artery (m1 segment) reocclusion demonstrated via cerebral angiography. Using the penumbra jet¿ 7 reperfusion catheter + penumbra hi-flow tubing ( model: 5maxjet7kit-b), doctor made 3 passes and was unable to open the artery. When doctor removed the catheter, he found that the catheter had unraveled. The internal metal of the catheter was unraveled near the end of the catheter and exposed, but the actual tip was intact. Using another catheter, he examined the artery and the unraveled catheter had caused a carotid cavernous fistula, and bleeding from the carotid artery. To stop the bleeding, he performed a left carotid take down with coils which essentially cut off blood flow to the left side of the brain. Left hemispheric ischemic stroke progressed and eventually caused a midline shift. Patient was given comfort care and allowed to pass peacefully. Patient died two days later.

Event description:
Doctor noted that patient had a left middle cerebral artery (m1 segment) reocclusion demonstrated via cerebral angiography. Using the penumbra jet¿ 7 reperfusion catheter + penumbra hi-flow tubing ( model: 5maxjet7kit-b), doctor made 3 passes and was unable to open the artery. When doctor removed the catheter, he found that the catheter had unraveled. The internal metal of the catheter was unraveled near the end of the catheter and exposed, but the actual tip was intact. Using another catheter, he examined the artery and the unraveled catheter had caused a carotid cavernous fistula, and bleeding from the carotid artery. To stop the bleeding, he performed a left carotid take down with coils which essentially cut off blood flow to the left side of the brain. Left hemispheric ischemic stroke progressed and eventually caused a midline shift. Patient was given comfort care and allowed to pass peacefully. Patient died two days later.